Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was selected for intravascular ultrasound (ivus) examination of the target lesion. After advancing, the ivus system was turned on, and the first ivus imaging run was performed. When the catheter was removed, the wire was wrapped around the catheter. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.